Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an lead integrity alert (lia) due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. At the clinic the oversensing could not be replicated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.